Event description:
It was reported after the patient's permanent procedure, she experienced abdominal pain which occurred regardless of stimulation and became more intense over time to the point it was uncontrollable. Subsequently, the scs system was turned off and the patient was admitted to the hospital for evaluation. Follow-up identified the patient was scheduled to receive a prialt injection; however, as of (B)(6) 2013, the patient's abdominal pain has started to resolve so the injection has been postponed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.